Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead exhibited oversensing, high undefined impedance, both intermittent and loss of capture, noise and non-physiologic/sic. A polarity switch also occurred. The patient experienced pre-syncope, syncope, bradycardia and dizziness. It was found that the implantable pulse generator (ipg) device had a pacing problem during the lead revision procedure. After implanting a new lead and connecting to the old device, the same lead issues were seen. The ipg was explanted and replaced. Reprogramming was attempted prior to lead revision. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.